Event description:
The customer reported that the side-firing fiber forward fired at 81,808 joules during a prostate procedure. The procedure was complete with a second fiber. No patient injury was reported. The fiber was received by the manufacturer with the glass cap detached, and the detached glass cap was not returned. It is unknown if the device was inside the patient at the time of the detachment. The location of the cap is unknown, however, there was no report of the device remaining inside the patient or that cap retrieval was performed. Additional details were requested by the manufacturer and have not been obtained.

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. Failure analysis disclosed tha the glass cap was detached and that the fiber was broken proximal to the fiber/cap fusion zone. The glass cap was not returned. Detritus was noted on the surfaces of the metal cap, which showed signs of overheating. The fiber condition may activate the fiberlife safety feature, which would modulate the power and show a pulsing beam or place the system into standby mode. The fiber condition would also result in forward-firing of the side-firing fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and/or anatomical/procedural factors encountered during the procedure, accelerating cap wear and limiting the performance of the fiber. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage. (B)(4).